Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned mmdg was not able to perform an investigation. The set complaint was received with a group of complaints with multiple pumps, and some of those pumps appear to have over infused and others were within the volumetric range that mmdg considers not reportable. There was no indication in this complaint which pump the set had actually been used with, and as a result, this report is being filed with the assumption that the administration set was used in conjunction with a pump that appears to have over infused.

Event description:
The initial reporter stated that this set was in use by a patient who had reported over infusion with their pump. They also stated that there was no impact to the patient. [Complaint-(B)(4)]

Manufacturer narrative:
This device was returned to mmdg for evaluation. During evaluation of the set, no over infusion was observed. Based on the results of the investigation, no MDR would have been needed because the device operated within product specifications.

Event description:
The initial reporter stated that this set was in use by a patient who had reported over infusion with their pump. They also stated that there was no impact to the patient. (B)(4).